Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. Bioglue was applied to the proximal false lumen and the proximal and distal suture lines. Approximately three months after surgery, the patient's crp level remains high (approximately 6-7) and a CT scan demonstrated fluid accumulation around the vascular graft. The patient is being monitored for the fluid accumulation but no reoperation is planned. The surgeon stated that the cause of the fluid accumulation is difficult to determine.

Manufacturer narrative:
Cryolife has initiated an investigation and is attempting to obtain additional information. The results of the investigation and any additional information obtained will be provided in a follow-up report.

Manufacturer narrative:
According to the report, bioglue (lot unknown) was used in conjunction with the triplex graft in an ascending aorta replacement for acute aortic dissection. It was applied to the proximal false lumen as well as the proximal and distal suture line. Three months later, the patient's crp value continued to remain high. Additionally, CT showed fluid accumulation proximal and distal to the vascular graft approximately 15 cm in length. The patient did not present fever or any signs of infection. No additional treatments were performed on the patient. There is nothing to suggest from the available information that bioglue or the combination of bioglue and the triplex graft contributed to the reported event. The reported event represents general post-operative events that are not unexpected after major surgery.